Manufacturer narrative:
A compromised force sensor system alarmed during the basic occlusion test due to protruded drive support disk. The pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer stated that the pump spattered insulin and the numbers di did not appear on the screen. The customer was advised to discontinue use of the pump. The customer will be sent a replacement pump.